Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and a red color was observed under the pebax. A second closer inspection was performed and a reddish material and a hole in the pebax was found. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a right side idiopathic ventricular tachycardia (idvt ¿ right) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that there was residual blood inside the catheter tip, where the spring is. It was found at the end of the procedure when the catheter was removed from the body. The physician noticed there was residual blood inside the catheter tip. There were no patient consequences. The issue of blood inside the catheter tip was assessed as not reportable since there is no indication of integrity damage to the pebax and, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/21/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a red color observed under pebax. The finding was also assessed as a not MDR reportable issue since there is no indication of integrity damage to the pebax and, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/9/2020, during a second visual inspection the catheter was inspected and was reddish material was observed in the pebax and a hole was found. This finding of a ¿hole¿ in the pebax was assessed as MDR reportable since the device integrity is not maintained and internal components are exposed to patient.